Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 a pump error on the insulin pump. Blood glucose level at the time of the incident was unknown. No symptoms or treatment of patient required. Trouble shooting did not resolve issue. Product will not be returned.